Event description:
It was reported a confirmed pump motor stall and recovery noted in the event logs, although no timeframe was reported. The patient denies any symptoms. No outcome was reported. Additional information has been requested from the health professional.